Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hartman procedure.according to the reporter:after firing, the surgeon confirmed that no staples deployed and remained inside the device. By suturing the problem area was recovered. There was an extension of operating time by more than 30 min. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no bleeding over 500cc.

Manufacturer narrative:
(B)(4)